Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a coyote balloon catheter. No patient complications nor injuries were reported.